Manufacturer narrative:
Received one speedband superview super 7 device for analysis with residue present indicating use or handling. A visual examination of the ligator head found five (5) bands present with one blue band moved out of position. It was noticed that the ligator head teeth were undamaged. The suture was noted to be broken and attached to both the ligator head and trip wire loop. It was observed that the trip wire was secured in the handle assembly slot, however, the trip wire had been caught between the handle spool and bracket. A functional evaluation to rotate the handle was unsuccessful due to incorrect location of the trip wire. In addition, the product was used on (B)(6) 2016, which is past its expiry date of december 31, 2015. Based on the evaluation of the device, it appears that the trip wire was not properly tightened and secured during device set-up and the customer failed to verify the expiration date prior to use, as instructed in the dfu. Failure to properly tighten and secure the trip wire most likely impacted the timing of band deployment, allowed the wire to slip in between the handle spool and bracket and contributed to the complaint event. Therefore, the most probable root cause is user/ use error. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used during an endoscopic esophageal variceal ligation procedure performed on (B)(6) 2016. According to the complainant, during the procedure, the physician was unable to deploy a band or turn the handle once the device was inserted in the patient. The speedband device was removed and the physician noted that the trip wire was stuck in the groove of the handle. The physician reported that the when the device was being set up they did not use the handle knob to retract the tripwire to attach the ligator head to the endoscope, instead they grasped the tripwire loop at the handle to attach the ligator head. Another speedband superview super 7 device was used to complete the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Patient's exact age is unknown; however, it was reported that the patient was under the age of 18. (B)(4) . Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used during an endoscopic esophageal variceal ligation procedure performed on (B)(6) 2016. According to the complainant, during the procedure, the physician was unable to deploy a band or turn the handle once the device was inserted in the patient. The speedband device was removed and the physician noted that the trip wire was stuck in the groove of the handle. The physician reported that the when the device was being set up they did not use the handle knob to retract the tripwire to attach the ligator head to the endoscope, instead they grasped the tripwire loop at the handle to attach the ligator head. Another speedband superview super 7 device was used to complete the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.